Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d11

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 - UDI # - (B)(4). Visual examination of the returned bearing identified tabs are bent and gouged. Dimensional analysis not possible due to damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing of bearing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Common device name: phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05372.

Event description:
It was reported during a primary surgery, the bearing would not engage on inferior side after being toed in on superior side. The polyethylene flanges of inferior side of bearing were getting caught on inferior rim of the metal humeral tray while force was being applied. The inferior flanges bent outward over the tray rather than inside the humeral tray to engage. The flanges were manually bent back, the bearing was then engaged into the humeral tray but failed to securely lock as was checked with a freer elevator and dislodged. Nothing was removed from the patient as this event occurred during assembly of the implants on the back table before implantation. Attempts have been made and no further information is available at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as no serious injury to the patient reported for this event or prior events with same or similar products.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as no serious injury to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.